Manufacturer narrative:
The investigation for the reported event has been completed. No product was returned. No product was returned. Fever, hypotension: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position (positioning issue): the cause of the positioning issue was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant had placed an impella cp to support a patient found down and unresponsive in the community by the family and was transported in cardiogenic shock/acute myocardial infarction. The pump was placed and supported for two days despite being in poor position, hypotensive and febrile with possible mixed shock/pneumonia.